Event description:
It was reported that during a breast biopsy, the tip of the introducer shredded off during deployment and the marker didn't deploy. A second marker was attained and the case was completed with no pt consequence. No part of the introducer was left in the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.